Event description:
It was reported that the following error message was displayed upon interrogation: "the detected device cannot be interrogated by the actual version of the programmer because of the following reasons: - the implant type is under clinical evaluation. - the implant type needs a newer version of the programmer. - the device is not made by sorin group." Neither device interrogation nor session opening can be performed without this message.

Event description:
It was reported that the following error message was displayed upon interrogation: "the detected device cannot be interrogated by the actual version of the programmer because of the following reasons : - the implant type is under clinical evaluation - the implant type needs a newer version of the programmer - the device is not made by sorin group." Neither device interrogation nor session opening can be performed without this message.